Manufacturer narrative:
The evaluation showed, that the bolt in the upper posterior part disengaged. No fall or injury occurred due to this failure, but it could have led to patient injury.

Event description:
Knee joint was sent in for repair. According to the information provided by the customer there is noise and the upper posterior screw came off. No fall, no injuries.